Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to communicate using rf telemetry and a lv set screw anomaly were not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. Rf telemetry was established successfully. A test lead was inserted and all set screws were properly tightened.

Event description:
It was reported after the device was implanted, the remote communication could not be established. When a new lv lead was added, changing the lead setting from plugged to bipolar was not allowed. Lv setscrew on the device would not work. The device was explanted and replaced.